Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the teflon pad fall into the patient? If yes: how was the teflon pad retrieved from the patient?

Event description:
It was reported that during a hysterectomy vlp procedure, the teflon detached from the device's jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Did the teflon pad fall into the patient? If yes: how was the teflon pad retrieved from the patient? Yes, the teflon fell on the patient, but the surgeons noticed it and removed it at the same time, without serious problems to the patient. In other words, there was no harm to the patient. They removed the teflon with a grasping forceps.